Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger would not power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the electrode battery charger. The pt received a replacement battery charger.